Event description:
The user facility reported that while an employee was attempting to clear a jammed rack from their amsco 5052 single-chamber washer/disinfector, the door came down and contacted the employees' arm, resulting in a bruise. The employee sought medical treatment however, it is unknown the type of treatment that may have been administered.

Manufacturer narrative:
The user facility stated that the rack became jammed under the unload door while exiting the amsco 5052 single-chamber washer/disinfector onto the conveyor system. The employee proceeded to assist with unloading, by reaching into the unit and clearing the jam resulting in the reported event. A steris service technician arrived onsite following the reported event and found no issues with the function or operation; the door speed and obstruction bar were operating to specifications. The technician observed that the conveyor system was not level with the amsco 5052 single-chamber washer/disinfector which could have caused the rack to unload unevenly. The technician leveled the conveyor system, confirmed the racks were properly unloading from the washer, tested the function and operation of the washer and conveyor system and returned the devices to service. The operator manual states, "if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open before removing obstruction." "If an obstruction occurs and that the chamber door is not fully open, press emergency stop pushbutton prior to removing obstruction." "In case of an emergency situation involving the conveyor modules, always press emergency stop pushbutton to stop washer/disinfector operation and depressurize the conveyors' pneumatic cylinder." User facility personnel were counseled on the proper use and operation for the amsco 5052 single-chamber washer/disinfector and the conveyor system specifically, the importance of following unloading procedures. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.